Manufacturer narrative:
The missing lot number was requested from the initial reporter. A follow up report will be submitted upon receipt of this information.

Event description:
The clinician reported that almost 4 months after the dental implant was placed in ada site 4 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The site was grafted. The clinician reported the patient's infection, implant mobility and insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.